Event description:
Found three vaporizers that had a gas leak of 1500ml/min at 40cmh2o. Anesthesiologist's were compensating for this leak and thought it was et tubes. MFR does not have a written test to detect leaks in this vaporizer under normal operating conditions. In addition to these three vaporizers, three other vaporizers had leaks of 200-300ml/min at 40 cmh2o. One vaporizer was received in 4/2008 and the other 5 were received in 6/2008.